Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake button was intermittently unresponsive, preventing reliable engagement and normal operation of the device. Symptoms included no clinical symptoms or changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and user education, confirmation that blood glucose management was unaffected, and receipt and inspection of the returned device. Investigation of this case revealed a device mechanical interface issue with the sleep/wake control, consistent with a hardware button malfunction localized to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the sleep/wake button.